Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes, d10: returned to manufacturer on: 17-may-2023. D4: medical device lot #: 2137660. D4: medical device expiration date: 31-may-2027. H4: device manufacture date: 17-may-2022. D4: medical device lot #: 2236174. D4: medical device expiration date: 31- aug- 2027. H4: device manufacture date: 24-aug-2022. D4: medical device lot #: unknown. D4: medical device expiration date: na. H4: device manufacture date: na. H6: investigation summary: ten sealed 32g x 4mm pen needles were returned from lot. No. 2137660 cat. No.320562 along with fourteen sealed 32g x 4mm pen needles from lot. No. 2236174, cat. No. 320562 and six open 32g x 4mm pen needle samples from an unknown lot. No. A clog test and a functionality test was carried out on the ten samples from lot. No. 2137660 and the fourteen samples from lot. No. 2236174 and no issues were observed. Visual examination of the six returned samples was carried out and a broken patient end of cannula was observed on all six samples. No manufacturing related issues were observed. A functionality test was also carried out on all six samples and no issues were observed. Due to the condition the samples were returned no clog test could be carried out. A lot history review was carried out and no related non conformances were raised in association with these packaged lots concluding all inspections were performed as per the applicable operations and met qc specifications. As all confirmed samples were returned open it is not possible to determine root cause. H3 other text : see h10.

Event description:
It was reported while using bd micro-fine ultra¿ pro pen needles 32g x 4mm (100 count) the medication could not be delivered. This is report 3 of 3. There was no report of patient impact. The following information was provided by the initial reporter, translated from french to english: I am contacting you following a complaint from 2 of our patients who have recently used the bd 4mm needles. One says that the needle is not crimped properly and that it backs out of the cap when it should go into the skin (lot 2236174). The other says that the insulin does not come out when purging two units, regardless of the needle used (lot 2137660).

Manufacturer narrative:
B.3. Date of event is unknown; awareness date has been used for this field. H.3. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported while using bd micro-fine ultra¿ pro pen needles 32g x 4mm (100 count). The medication could not be delivered. This is report 3 of 3. There was no report of patient impact. The following information was provided by the initial reporter, translated from french to english: I am contacting you following a complaint from 2 of our patients who have recently used the bd 4mm needles. One says that the needle is not crimped properly and that it backs out of the cap when it should go into the skin (lot 2236174). The other says that the insulin does not come out when purging two units, regardless of the needle used (lot 2137660).